Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Suspected cause was due to missing profile settings. Customer consumed glucose tables to address bg. Tandem technical support assisted the customer with updating their settings to address the event.